Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 27sep2018. (B)(4). A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator would not power on. The device was in use at the time of the event; however, there was no patient harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 08oct2018. Date of manufacturer: 04oct2018. Philip's field service engineer (fse) performed troubleshooting and confirmed the reported issue. It was recommended that the customer replace the filters. The customer had not authorized repair of the unit. The device has not been returned to service.